Event description:
It was reported to philips that the system could not start up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips fse inspected the system on site and could not duplicate the reported issue. However, the customer requested renaming two pac nodes to improve identification for image routing, which the fse completed as requested. The system was then returned to use in good working order. The codes were updated based on investigation outcome.